Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported both of the front panel buttons on the pump barely work. No adverse event reported. Requested return of the alleged pump for evaluation.